Event description:
It was reported that the pulse generator could not be interrogated.

Event description:
New information notes: it was reported that the device was explanted on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.